Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The analyst noted that the helix functioned within specification.

Event description:
It was reported that during implant the helix was "jumping", and with three attempts to place the lead there was high pacing impedance. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.